Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was displaying "replace generator soon " message. The device has the appropriate level of battery voltage to provide therapy. However surgical intervention may take place at a later date .

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored .